Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the programmer said there was a motor stall but the patient did not recall having magnetic resonance imaging (MRI). The hcp could not say when the motor stall had occurred. Upon pump interrogation there was a messages stating a motor stall occurred, but the patient did not have an MRI since the last refill, there were no sounding alarms, and a motor stall was not showing in the logs. Tech services asked if this was the first time the pump was interrogated with the new software, but the hcp was unsure. Technical services explained that the MRI warning was from the update in software, which would show once if the patient had ever had an MRI since pump implant.